Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause for the customer's complaint is could not be determined; without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration stopped intermittently during the irrigation/aspiration step of a cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm. Additional information has been requested. The product sample was discarded by the customer and is unavailable for evaluation.